Manufacturer narrative:
\The lens remained implanted. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7454116) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted (z-syndrome) was noted approximately 3 months post lens implant in the patient's left (os) eye. A yag procedure was performed for z-syndrome. Fibrosis or striae was also observed. The surgeon indicated that in her opinion the likely cause of the event was capsular contraction syndrome (ccs). The patient was last seen on 09/08/2015 and reported vision has improved. The lens is now in neutral position and "z" resolved with yag.